Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Threshold and lead impedance has been increased since end of 2024. Because the situation is continuing and device battery rate became 21 percent, physician decided to add lead. Physician doesn't consider the lead the cause of the issue.